Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Performed physical check; the device did not power on. The main printed circuit board (pcb) found size pot connector is broken; clutches are worn out. The complaint was confirmed. The cause was the clutches and main pcb. Replaced clutches and main pcb. Device passed calibration, functional and flow delivery testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was clutch problem, "both boxes are broken, everything needs to be changed". Broken connector on electronic card. There was unknown patient involvement and unknown patient harm.